Event description:
Acurate ide. It was reported that difficult to advance the isleeve introducer within the artery occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The patient received a loading dose of 81mg of aspirin. The patient's peripheral anatomy was significantly tortuous. Vascular access was obtained via right femoral approach. During insertion of a 14f isleeve introducer sheath, there was difficulty advancing the 14f isleeve introducer sheath within the vessel. The 14 f isleeve introducer sheath was able to be placed. A 23mm non-bsc balloon was inserted through the 14f isleeve introduce sheath. The physician encountered resistance during advancing the 23mm non-bsc balloon; however, the 23mm non-bsc balloon was able to be advanced and predilation performed. The 23mm non-bsc balloon was fully deflated. The physician was unable to retract the 23mm non-bsc balloon through the 14f isleeve introducer sheath. The devices were removed together. The isleeve was kinked. A new 14 f isleeve was inserted into the patient. The physician encountered the same difficulty advancing the 14f isleeve introducer sheath within the vessel. The isleeve was kinked. The 14f isleeve introducer sheath was exchanged for a lotus introducer sheath. The procedure proceeded with the implant of a large acurate neo2 bioprosthesis. The acurate neo bioprosthesis was implanted in good position, minimal leak and without need for post dilatation. The patient remained stable during, throughout and after the procedure with patient complications reported.

Event description:
Accurate ide. It was reported that difficult to advance the isleeve introducer within the artery occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The patient received a loading dose of 81mg of aspirin. The patient's peripheral anatomy was significantly tortuous. Vascular access was obtained via right femoral approach. During insertion of a 14f isleeve introducer sheath, there was difficulty advancing the 14f isleeve introducer sheath within the vessel. The 14 f isleeve introducer sheath was able to be placed. A 23mm non-bsc balloon was inserted through the 14f isleeve introduce sheath. The physician encountered resistance during advancing the 23mm non-bsc balloon; however, the 23mm non-bsc balloon was able to be advanced and predilation performed. The 23mm non-bsc balloon was fully deflated. The physician was unable to retract the 23mm non-bsc balloon through the 14f isleeve introducer sheath. The devices were removed together. The isleeve was kinked. A new 14 f isleeve was inserted into the patient. The physician encountered the same difficulty advancing the 14f isleeve introducer sheath within the vessel. The isleeve was kinked. The 14f isleeve introducer sheath was exchanged for a lotus introducer sheath. The procedure proceeded with the implant of a large acurate neo2 bioprosthesis. The acurate neo bioprosthesis was implanted in good position, minimal leak and without need for post dilatation. The patient remained stable during, throughout and after the procedure with patient complications reported.

Manufacturer narrative:
Returned to manufacturer date: corrected from 25-oct-2019 to 1-nov-2019. Device evaluated by manufacturer: device analysis of the returned isleeve sheath revealed that the sheath has numerous kinks and one of the seams are starting to expand at the kinked locations as expected with device usage. The tip is damaged. It was reported that the peripheral anatomy was significantly tortuous; a review of the isleeve directions for use includes the following contraindication: this product is contraindicated for patients with severe iliofemoral tortuosity or calcification that would prevent save entry of the dilator and sheath.